Manufacturer narrative:
(B)(4). The cause of the system error 2240 (air in line) alarm was use error as the patient improperly disconnected and reconnected during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm on the homechoice (hc) in the initial dwell during peritoneal dialysis (pd) therapy while connected to the hc device. The home patient was not connected at the time of the alarm. The home patient (hp) stated she did not get back in time and the dwell time expired and the hc went into drain. The hp reconnected trying to resume therapy. During troubleshooting, the technical service representative (tsr) assisted to the hp to clear the alarm and start over with new supplies. Proper procedures per the user manual reviewed with the hp. The tsr advised the hp to call the registered nurse (rn) for further medical instructions. There was no report of patient injury or medical intervention. No additional information is available.